Event description:
Hosp reported while using the sims resuscitator, the oxygen tubing detached from the resuscitator bag. According to the hosp they have experienced approximately six incidents. Reportedly, there has been no harm to patients.